Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that customer was hospitalized for diabetic ketoacidosis on (B)(6) 2020. Blood glucose reading was 390 mg/dl. The customer stated they had symptoms such as nausea, vomiting, abdominal pain and difficulty breathing. The customer was treated with intravenous insulin drip at the hospital. Troubleshooting for the customer¿s high blood glucose was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that drive support cap was normal. The customer did not alleged that insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.